Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis event; there is no documentation that indicates a liberty select cycler malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the patient¿s peritonitis is most likely associated with a breach in aseptic technique during pd treatment. Should additional information become available, this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported this patient on continuous cycling peritoneal dialysis was feeling ¿full and tight¿ and there were some concerns for potential overfill with the liberty select cycler. However, during follow-up with the peritoneal dialysis nurse it was reported there was no overfill event but in fact the patient had peritonitis. On (B)(6) 2018, the patient was seen in the outpatient peritoneal dialysis clinic and peritoneal dialysis effluent culture was obtained which revealed growth of gram positive clusters (organism unknown). The patient was treated with unknown antibiotics and is reportedly doing much better. Per the peritoneal dialysis nurse, the patient¿s peritonitis event was related to a breach in aseptic technique whereby reportedly the patient disconnected and then reconnected during treatment approximately 3 weeks prior.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.